Event description:
Siemens was notified on (B)(4) 2012 that the "v7 motor controller" that was newly installed as a safety update "induces controller 0 errors on the y1, y2 jaws and the collimator/gantry axis." Reportedly, the errors cannot be cleared and the axis cannot be calibrated.

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012 and this MDR is being mailed on (B)(4) 2012. Siemen's investigation into the reported issue is on-going and a supplemental report will be submitted to the FDA upon completion of the investigation.